Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered constipation, leakage, painful sexual intercourse, rectal bleeding, and vaginal discharge. No further information has been provided.